Event description:
The pt with a multiple organ failure syndrome had an arrhythmia consisting of wide complex tachycardia. An order to not give the pt the previously ordered digoxin dose until a serum level was verified was entered using cpoe. The level returned at a satisfactory range. On the proceeding day, the screen showing recent orders indicated that the medication had been discontinued. Clinical and pharmacological decisions were made based on that. It was erroneous info. The medication appeared to have been discontinued, but it was still being administered. With a medication of narrow therapeutic ratio, the safe administration requires precise detail of administration and schedule. This detail involved the cpoe system's false listing of a discontinuation of a medication of narrow therapeutic ratio putting the pt at risk for toxicity, ventricular tachycardia, and death. The clinician was led to believe from the electronic record that the medication had been discontinued, when it was not.